Manufacturer narrative:
(B)(4) the actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a blocked extension line was not able to be confirmed by the photo as the photo showed only the lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "dr. Used an arrow triple lumen ij, upon insertion of said catheter the brown port suddenly became not patent on (B)(6) 2025 at 12 a.m. It failed to maintain proper lumen patency. As a result of this malfunction, we charged another piece of the said instrument for immediate use as the patient is already under anesthesia. Fortunately, there were no adverse outcomes for the patient, as we promptly addressed, he situation with suitable replacement". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dr. Used an arrow triple lumen ij, upon insertion of said catheter the brown port suddenly became not patent on (B)(6) 2025 at 12 a.m. It failed to maintain proper lumen patency. As a result of this malfunction, we charged another piece of the said instrument for immediate use as the patient is already under anesthesia. Fortunately, there were no adverse outcomes for the patient, as we promptly addressed, he situation with suitable replacement". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".